Manufacturer narrative:
Exemption number e2019001. All available information was investigated and the premature deployment was not confirmed via returned device analysis; however, it was identified that the clip was detached from the l-lock. The resistance of the arm positioner is a normal function of the device. The entrapment of device and inability to open the clip cannot be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported inability to close the clip appears to be related to the reported entrapment of device (clip caught on anatomy). The premature deployment (clip detached from the l-lock) was due to the broken l-lock tabs. The physical resistance of the arm positioner was due to the bent mandrel. The observed bent mandrel and broken l-lock tabs was due to the troubleshooting maneuvers to remove the clip from the anatomy. However, a conclusive cause for the reported clip caught on the anatomy cannot be determined. Additionally, the patient effect of mr was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report clip entrapment, difficulties opening the clip and the clip detaching form the shaft. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed directly on the jet, mr reduced to 2; however, the mean pressure gradient increased to 7.5 mmhg. The clip was opened and re-positioned more medial with mr at 2 but mean pressure gradient increased to 8-9 mmhg. A third and fourth grasp were performed reducing mr, but mean pressure gradient remained at 8-9 mmhg. Therefore, the decision was made to abort the procedure and remove the clip. The clip was inverted into the left atrium, but the clip became caught with the posterior mitral leaflet and it was not possible to pull it back to the left atrium. Several maneuvers were made to free the clip but were unsuccessful. The clip was inverted again, and resistance was noted with the arm positioner. When the clip was locked and unlocked over the blue line, the clip had difficulties opening. The clip opened again, but the clip prematurely deployed and was still stuck to the posterior mitral leaflet. When the gripper line was removed, the clip was freed from the posterior mitral leaflet into the left atrium. Since, the clip was still attached to the lock line, the cds was withdrawn into the steerable guide catheter (sgc), bringing the clip up to the tip of the sgc and removing both devices as a single unit from the patient anatomy with the fixed clip. Mean pressure gradient returned to baseline and mr remained at 3-4. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.